Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 700 mg/dl and "excess vomiting". Cause of elevated bg was unknown. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit and experienced a stroke and permanent damage in the form of aphasia. Customer was treated with intravenous fluids of saline and insulin which resolved the issue. Cusotmer was released from the hospital on (B)(6)2026 and reverted to an alternate form of insulin therapy.